Manufacturer narrative:
(B)(4). For the report on the caprosyn device see MFR report #: 9612501-2016-00144. Additional information is not known and has been requested of the account without any response as of yet. Should additional information become available, the record will be updated with the new information. For product explant date was not provided by the account however it been reported that removal took place 3 weeks postoperatively. The date of the initial operation is known to be (B)(6) 2015 and so the date of explant is calculated to take place 21 days (3 weeks) later on (B)(6) 2015. Lot #, expiration date and device manufacture date are blank as the user account has provided these details are not available.

Event description:
According to the reporter; after undergoing an abdominoplasty on (B)(6) 2015 the patient showed inflammatory changes and open places at the seam three weeks postoperatively. Broken parts of the device were removed. A new second operation took place on the same patient in (B)(6) 2016 for an upper arm and breast-streamlining procedure. Despite using different type of suture (caprosyn) response seen in the patient after the second procedure was worse than that of first procedure (abdominoplasty). The doctor suggested that the rejections could be related to the patient. No product return is expected as all devices were destroyed by the account. There was no addition blood loss, extension of incision, no change of the procedure type, and no loss of or damage to tissue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photo. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, a review of the product by med affairs, and an evaluation of the returned sample. The initial visual inspection of the photo by the pmv investigator noted that it depicted a small segment of a clear suture as it is pulled from a dehiscent wound. Additionally, a small unknown object can be observed in the wound beneath the suture line. The suture was not observed to be broken. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The root cause of the observed condition could not be reliably determined. Unfortunately, since the physical sample was not received for investigation, a definitive root cause could not be determined and insufficient evidence was provided to identify a potential root cause. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.